Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had high sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The proximal conductor of the lead became extrinsically fractured due to a cut. The interior rv (right ventricular) defibrillation cable was extrinsically cut. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.